Manufacturer narrative:
(B)(4). Batch #: r9588r. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent/broken and not making contact with the moving trigger. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. However, no alert screens were displayed at any time during testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, remove from patient message. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.